Manufacturer narrative:
Updated field: b4, d9, (g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) stated that he replaced the ring of helium tank.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cs100 intra-aortic balloon pump (iabp) helium cylinder was leaking too quickly. No harm was caused to the patient.

Manufacturer narrative:
Updated field: b3, b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6, h11.

Event description:
N/a.